Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing high blood glucose (bg) levels (502 at its highest). After troubleshooting the customer determined the pump was operating properly and that the pump settings needed to be adjusted in order for the pump to deliver a more appropriate bolus dosage. The customer had delivered a bolus of insulin via the pump and insulin injections. The customer was concerned that an over-correction was made and glucose tablets were consumed. An hour later the customer's bg level had not decreased and remained stable at 355 mg/dl. The next day the customer reported that insulin injections may be used to manage diabetes until the pump settings could be reviewed by a healthcare provider as the current settings were not "working" to keep the bg level within the target range.